Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the tubing of this artificial urinary sphincter (aus) was visible from the incision site. A surgical procedure was performed to remove the balloon and replace it with a new one in a different location. The physician does not believe the balloon was initially implanted in the correct location. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the tubing of this artificial urinary sphincter (aus) was visible from the incision site. A surgical procedure was performed to remove the balloon and replace it with a new one in a different location. The physician does not believe the balloon was initially implanted in the correct location. No additional patient complications were reported.